Event description:
It was reported a spectrum pump had system error 345 occur during an infusion of saline at 250 cc/hr in the medical intensive care unit. The alarm reportedly caused the infusion to be interrupted. The pump was swapped out for a new one, and therapy was continued. There was a delay in therapy for greater than one minute. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The system error 345 could not be reproduced, but was confirmed through review of the event history log. The upstream and downstream sensors were replaced as known contributors to the reported condition.